Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (correction): block h6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block b3, block b5, block h6 (device codes), and block h11 have been updated based on the additional information received on december 2, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 was returned for analysis. A visual evaluation of the returned component, it was found that the returned handle did not have evidence that the trip wire was secured, and it was not pulled up to take up the slack. The ligator housing was not returned. Additionally, the device was used past expiration date. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, it was found that the handle did not have evidence that the trip wire was secured, and it was not pulled up to take up the slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 2, 2024: the ligation of esophageal varices procedure was performed on (B)(6) 2024.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 was returned for analysis. A visual evaluation of the returned component, it was found that the returned handle did not have evidence that the trip wire was secured, and it was not pulled up to take up the slack. The ligator housing was not returned. Additionally, the device was used past expiration date. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, it was found that the handle did not have evidence that the trip wire was secured, and it was not pulled up to take up the slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." Additionally, this device was used in a manner inconsistent with the IFU as the speedband superview super 7 device was used after the expiration date and the speedband superview super 7 multiple band ligator IFU states "rotate inventory so that products are used prior to the expiration date on package label." This condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.